Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No traces of moisture were noted at the electronic or motor assemblies per our visual inspection. The insulin pump has minor scratches on the lcd window.

Event description:
The customer reported via phone call that the insulin pump's keypad was unresponsive. The customer stated that moisture was visible inside the device. The customer confirmed that the insulin pump had recently been exposed to water. Blood glucose level at the time of the incident was 181 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.